Event description:
During a CABG procedure, the suture broke, the surgeon used another product without pt injury.

Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA. The product was not returned to the MFR for evaluation.